Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that atrial impedance on pulse generator was measuring high. The impedance remained high despite multiple disconnections and reconnections of the atrial lead. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis included device interrogation with various loads and results indicated the pacer detected and measured the impedance changes within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.